Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port became damaged and loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable. There was no reported adverse impact to customer's blood glucose level. The customer declined troubleshooting with tandem technical support.